Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65,serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type lead, product ID 977c165, serial# (B)(4) implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had a lead and battery revision on (B)(6) 2019. They checked the old lead in an external neurostimulator to ensure it wasn't working. A new lead and battery was placed. When checking connections contact 3 and two different contacts on the bottom varied each check and were found to be red. They checked several times and the bottom two electrodes had red connections and varied/weren't always the same electrode each check. The top electrode was always 3. The patient was successfully programmed on all their painful areas and contacts 3 and 2 were still red. The representative met with the patient on (B)(6) 2019 and made minor adjustments to their programs. All connections were green and normal. Impedances were normal. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported the patient was reprogrammed in (B)(6) 2018 and it was learned that electrodes 10, 11, 12, 13 and 15 were out. The patient was programmed at the time to cover the painful areas. A lead revision was to take place on (B)(6) 2019. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that both the lead and ins would be replaced. The rep stated they weren't aware of the patient's issues until interrogating the ins battery and checking connections. No further complications were reported.